Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2). 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had one issue on 22jul2025 with the bag not draining, product concern form was submitted, and the second incident of the bag not draining occurred overnight, product concern form was submitted that morning. They had an additional issue of a foley bag leaking they did not think a product concern form was submitted. They told by labor and delivery that within the last 2 days they also encountered a foley bag that was not draining, they did not know if a concern form was submitted. In looked at the list of 17 concerns there were many similar concerns with the foley bag or the balloon leaking. That also appeared that the majority of our concerns were from 2 different groups of foleys in multiple sizes within the group. Group 1: a947314 for size for foley bag (material#154002) and for catheter (material#175814). Group 2: a3195 for size for drain bag (material#z10) and for catheter (material#z01). Labor and delivery pulled about 25 of the foley trays with lot #ngkp4405 and they had pulled 3 from the mbu stock. Hrps and product concern form (4616-pc) were completed. The two used, defective foleys were saved and available to be picked up. They were all in kaleya office, they can help someone to retrieve them if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had one issue on 22jul2025 with the bag not draining, product concern form was submitted, and the second incident of the bag not draining occurred overnight, product concern form was submitted that morning. They had an additional issue of a foley bag leaking; they did not think a product concern form was submitted. They told by labor and delivery that within the last 2 days they also encountered a foley bag that was not draining, they did not know if a concern form was submitted. In looked at the list of 17 concerns there were many similar concerns with the foley bag or the balloon leaking. That also appeared that the majority of our concerns were from 2 different groups of foleys in multiple sizes within the group. Group 1: a947314 for size for foley bag (material#154002) and for catheter (material#175814). Group 2: a3195 for size for drain bag (material#z10) and for catheter (material#z01). Labor and delivery pulled about 25 of the foley trays with lot #ngkp4405 and they had pulled 3 from the mbu stock. Hrps and product concern form (4616-pc) were completed. The two used, defective foleys were saved and available to be picked up. They were all in kaleya office, they can help someone to retrieve them if needed.